Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information found the patient's leads were explanted and replaced on (B)(6) 2020 to resolve the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-32776. Related manufacturer reference number: 3006705815-2020-32777. It was reported the patient is not receiving effective therapy due to high impedances. Reprogramming was attempted. Surgical intervention may be pending to address the issue.